Manufacturer narrative:
The device was received for evaluation and not confirmed. Exterior visual inspection showed no signs of physical damage. The patient sensor calibration check passed. Upon opening the cassette door there were indications of dried fluid on the cassette membrane. The cause of the observed fluid could not be determined. The cycler passed mushroom head check. The glucose test was positive. A DHR search shows no related issues.

Event description:
A peritneal dialysis patient's granddaughter stated last night during drain 2 the cycler received an air detected in cassette alarm. Patient ended treatment and did manuals. The nurse was informed. The patient's granddaughter stated fluid was leaking out of the cassette when she removed it from the cycler and the inside of the cassette door got wet. The cycler was replaced.